Event description:
It was reported that the spinal cord stimulation paddle lead began to erupt on the patients skin making her feel very uncomfortable. It is not known if the lead broke through the skin. The patient underwent a procedure in which the paddle lead was explanted. The patient has been discharged from the hospital. The explanted device will not be returned as it was disposed at the facility. No patient complications were reported.